Event description:
It was reported that the pt was experiencing a return of symptoms with muscle tightness. At the time of the report, the symptoms had improved; they were worse 4-5 days earlier. There was a confirmed motor stall in the event logs. The hcp had updated the pump and rechecked the pump logs. Per the reporter, the pump logs showed intermittent motor stalls and recoveries from (B)(6) 2009. The last motor stall was (B)(6) 2009 with no motor stall recovery. There were no reports of magnetic or electromagnetic interference. The hcp planned to replace the pump. Final pt outcome was not reported.

Manufacturer narrative:
(B)(4).